Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the reported device issue. The returned proglide device was received deployed with its plunger/needles assembly fully removed from the device handle/body. Not returned was the entire suture and posterior needle tip. There was no detected handle damage and blow-through marks were present on the posterior foot indicating the posterior cuff had been ejected from the foot. Based on the inspection analysis, inspection criteria and the reported information there was no indication of a product quality deficiency that would contribute to the reported event. The investigational finding indicates the cause detected posterior cuff miss is related to the operational influences during use. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, the plunger would not come out. A second proglide device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.